Event description:
Reportedly, the knife did not cut correctly. The instrument could only be removed out of the anastomosis with force. The tissue had to be resected trans anal. Procedure: resection. Pt sex: unk.